Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was prospectively enrolled with a 2 cm non-dysplastic barrett's esophagus. After a secondary focal ablation pt complained of intermittent dysphagia and mild stenosis was noted. Dilatation was performed and symptoms resolved. Per the physician the severity of this event was mild and relationship of the event to the device procedure was definite and there was no device malfunction.